Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Dr. Revised a right mako medial uni originally done on (B)(6) 2014 to a primary triathlon cementless total knee. The reason was for pain. Dr. Noted the femoral implant was loose. Update 08/july/2020 wg: rep provided the primary operative report, pre-revision x-rays, and revision usage sheet and reported that no further information will be released.